Event description:
A perforation occurred when a fellow was trying to get the catheter in to cs using an inferior (i.e.ivc) approach. There were 3 catheters involved on from daig, one from boston scientific (bsc). A pericardial effusion. It is not known which unit caused the problem. The bsc unit is a diagnostic reference catheter, which does not provide ablation (rf burn). It is therefore noted that the injury could not have occurred with the esc product. However, bsc was one of the units utilized and therefore identified as an associated product.